Event description:
Procedure type: lavh. According to the reporter: prior to the procedure, the blade seemed to stay out after the obturator was slid into the trocar and fired. It was very difficult to place the obturator into the trocar. When removed and fired the blade goes in and out. Opened a new device with a different lot number to proceed with the case.